Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant, due to regurgitation.

Manufacturer narrative:
Device history review could not be performed. Conclusion: cause of event cannot be determined at this time. Analysis: the valve has been returned to medtronic, and currently is undergoing extensive analysis. Conclusion: the device history record could not be reviewed, as no serial number was provided. Upon completion of the analysis, a follow up report will be submitted.